Event description:
The customer contact reported that during a preventive maintenance testing at the user facility, corrosion was noted in the battery compartment of the device. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found corrosion in the battery compartment of the device. The probable cause of the corrosion in the battery compartment of the device was leakage from the disposable aa batteries. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.